Manufacturer narrative:
Age or date of birth: age at time of event: 18 years or older. Device evaluated by MFR: a promus premier ous mr 32 x 2.50mm stent delivery system (sds) was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 83.5cm distal to the distal end of strain relief as well as multiple kinks. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted.

Event description:
It was reported that shaft break occurred.the patient presented for percutaneous coronary intervention of two vessels with lesion. A 32 x 2.50mm promus premier drug eluting stent was advanced for treatment of the 85% stenosed lesion in the mildly calcified left anterior descending artery. However, after removal, the shaft was found to have been broken. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.